Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the stapler 45 instrument had broken wire. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. Fa found the primary failure of the broken grip cable to be related to the customer reported complaint. Visual inspection of the instrument found the grip cable to be broken at the distal end. The broken cable segment that contains the crimp was missing from the grip housing. The instrument failed engagement when placed on an in-house system, therefore, no functional testing could be performed. The root cause for the broken grip cable is attributed to a component failure. Additional observation(s) not reported by site were also identified: the stapler 45 instrument was found to have repeated clamping failures based on log review. The clamping failures could not be replicated in-house due to the instrument's inability to engage properly with the system. The root cause is not determinable. Log details regarding clamping failure as follow: a green 45 reload was used during a low anterior resection procedure. There were a total of 3 installs and the clamping failure occurred on the third install with two complete, three aborted, and 18 incomplete clamps. Incomplete clamp occurred from 58.35% to 91.95%. The clamp hold time was from 17 to 24 seconds. No image or video was available for review. A review of the device logs for the stapler 45 (part number: 470298-12/ lot/serial number: (B)(4) associated with this event has been performed. Per this review of the logs, the stapler 45 instrument was last used in a procedure on (B)(6) 2022 via system serial#: (B)(4). The alleged instrument had 6 uses remaining after this last usage. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.